Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 14. On (B)(6) 2025 , loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, swelling and inflammation. No further patient complications were reported.